Event description:
Per independent repair center statement; the unit was alarming, red light. The key failure was a loud compressor. Additional malfunctions were the 4-way valve was not shifting, the sieve beds were saturated, the power switch had no alarm, and the hour meter stopped working.